Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was disposed of by the customer and was not returned for evaluation. The lot number was not provided.

Event description:
The physician reported when removing the biopsy needle it had taken plastic strips from inside the edge working channel catheter. There was no report of patient injury, death or other serious adverse event.